Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. Inflation was attempted with the 3.2x15 mm trek balloon dilatation catheter (bdc); however, the balloon ruptured at around 10 atmospheres during the first inflation. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.